Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was confirmed and reproduced. During evaluation, the downstream sensor current reading was above specification with a fluid filled set loaded. Additionally, the depth from the downstream sensor flex mounting surface to the downstream plate was found out of specification. The downstream shim was reworked to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.